Manufacturer narrative:
It was reported the device showed a rapid pleth wave with no spo2 numeric or pulse rate numeric. The nurse switched the cables, finger sensor and x3 device without success. The spo2 values could not be obtained due to the ambient lights from the stryker lights in the room. A portable spo2 monitor was used on the patient during the code to obtain the spo2 values. Information provided to a philips product support engineer (pse) and philips clinical product specialist determined the cause of the problem was the ambient light from the stryker lights. The reported problem was confirmed. There was no product failure. The user was instructed to cover the sensor/measurement site with opaque material, as suggested in the device instructions for use (IFU). The investigation concludes that no further action is required at this time.

Event description:
It was reported the clinical staff was coding (CPR) the pediatric patient and the monitor showed a rapid spo2 wave with no number or pulse rate number. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.